Event description:
It was reported that a patient underwent a spinal surgery at th11-s1. Postoperatively, screw loosening occurred and a revision surgery was performed 1 month post-op. No additional patient complications were reported.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part #54740015540, lot # h12a0568, lot # h12a0570 and lot # h12b5382; part # 54740017535, lot # h13j3001; part # 54740017540, lot # h13c3581 and lot # h13g1036. (B)(4): this part is not approved for use in the united states; however a like device catalog # 54840015540, 54840017535 and 54840017540, 510k # k091974 was cleared in the united states. Manufacture date for part # 54740015540, lot h12a0568 is 1/23/12; lot h12a0570 is 1/20/12; lot h12b5382 is 4/23/12; manufacture date for part # 54740017535, lot h13j3001 is 9/27/13; manufacture date for part # 54740017540, lot h13c3581 is 4/11/13; lot h13g1036 is 7/15/13. The device was not returned for evaluation however films were supplied for review which found: single lateral x-ray of construct with supplemental pedicle screws from t12-s1. Interbody spacers are noted at l2, l3 and l4. The rod is contoured into lordosis. It appears the screws at t12, l1, l2 and possible l3 have pulled out allowing the spine to kyphose (flex forward) with loss of fixation, loss of lordotic correction and likely permanent instrumentation at thoracolumbar junction.